Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding the line disconnecting from the heater bag, which occurred on the homechoice during use during dwell 2. The patient was connected. The cg stated heater line had disconnected from the heater bag and they proceeded to connect the heater line back to the heater bag. The baxter technical service representative (tsr) advised the cg that the set up was no longer sterile and they would need to end therapy. The tsr advised the cg they would need to start over with new supplies and contact the nurse to inform the nurse about the bag disconnection. The cg would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the cg on (B)(6) 2011 regarding reconnecting to the set up. The cg spoke with the nurse about the event and the nurse had the patient use manual supplies to finish therapy and then resume therapy on the cycler the next night. The cg stated they discussed not reconnecting the supplies with the nurse. The cg stated the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.